Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a device manufacturer representative regarding a patient receiving droperidol (200 mcg/ml at 9 mcg/day) via an implantable infusion pump. The indication for use was noted to be gastrointestinal/pelvic floor. It was reported that during implant, the catheter was noted to have a pronounced bend at the tip, "possibly hindering placement." There were no environmental, external or patient factors which may have led or contributed to the issue. It was noted that the catheter was placed. The issue was not resolved at the time of the report. No patient symptoms were reported. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.